Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
The device was returned for evaluation. The stent was flared at the end, consistent with the so called "dogboning" effect, where due to minor positive pressure on the balloon the stent expands at both ends. The hypotube was kinked at various locations along its length. The port was slightly torn and twisted. This damage is most likely caused by applying excessive force during removal of the device from the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element plus drug eluting stent was advanced but failed to cross the lesion and the stent was noted to have lifted. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element plus drug eluting stent was advanced but failed to cross the lesion and the stent was noted to have lifted. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.